Event description:
It was reported that the surgeon revised a total hip due to poly wear. He replaced the poly and femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital would not provide. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.